Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the md inserted the sheath via the patient's right femoral artery. The intra-aortic balloon (iab) was inserted and the md could not aspirate through the balloon. As a result, the md removed the sheath and the iab. A second iab was requested. The md used the same insertion site (right femoral artery) and inserted the sheath and the iab without difficulties. There was no reported patient death or injury. The intra-aortic balloon pump (iabp)therapy was delayed/ interrupted for two minutes. There were no patient complications. Medical / surgical intervention was not required. The patient outcome is listed as good.